Event description:
It was reported that during a rotator cuff repair using a magnum2 knotless implant with a smartstitch magnumwire suture cartridge, while the implant was being tensioned the stitch pulled through the tendon. A new implant and suture cartridge were opened and the procedure was completed without significant delay; however, it was necessary for the surgeon to drill a new bone hole. There were no pt complications reported as a result of this event.